Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was received for evaluation. However, due to the covid-19 pandemic, the product cannot be physically evaluated at this time. The investigation has been performed based on the available device information. The reported condition of does not disengage was not confirmed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (iipdts) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported product (iipdts) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : lot number was not supplied.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was physically inspected. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H6: method code was updated to 10. H10: narrative/data was updated. The reported device was now inspected and the visual evaluation of the as returned product identified signs of use and no apparent malfunction. Functional testing was performed and it was determined the returned product passed functional testing as the driver functions as intended when assembled with a mating implant and disengages without excessive effort. The reported condition was still not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor reported that driver tip iipdts could hardly be disengaged from implant. There was a delay of 10 minutes in the procedure.